Event description:
Iabp placed at [redacted name], pre-op for a cad (coronary artery disease) patient had a loud alarm during emergent stroke code transport. Alarm stated, "failure to fill". Balloon had to be taken out emergently. Unsure of effect on patient as neuro status has become a bigger issue. Balloon disposed of machine not set aside for assessment and now cannot be identified. Manufacturer response for iabp catheter, 8fr x 50cc sensation plus fiber optic intra aortic balloon catheter, with insert (per site reporter).